Event description:
Patient received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and pump settings and delivery history were reviewed wtih the patient and confirmed as accurate. The patient remained on insulin pump therapy throughout the emergency room treatment and has continued to use the pump with no reported subsequent events.